Event description:
It was reported that the hand piece began leaking an oil-like substance while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The hand piece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the ebox motor controller, which was replaced along with other components.